Event description:
Customer has been using same lancet in multiclix device for more than 200 finger-sticks. Over the time he has been using the same lancet, he has been treated with antibiotics for blood infections though he is currently not receiving treatment. Customer feels not changing the lancet may have caused or contributed to the blood infections. Lancet drum in device was beyond the sterility date for the lancets.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.